Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since there's no enough information provided for event date.

Event description:
It was reported that balloon overexpansion occurred. Following implantation of a megatron stent, a 4.0x15 nc emerge was advanced for dilatation. However, when the balloon was used in a 4.5-5.5 large vessel size, it was inflated up to the cone part, allowing injury to the reference vessel. The physician noted that there seems to be a problem with longitudinal growth in the nc emerge large size. No patient complications were reported.